Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient infusion set tube was bent within two days of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.